Event description:
It was reported that the patient was placed on the nkv-330 ventilator at some point during use, the facemask was removed, but the ventilator did not alarm and went into standby mode. The clinical engineer of the hospital suspects "that maybe the alarm silence was active, and then the patient took the mask off, which is why it did not alarm." The hospital is not sharing any patient details or additional information. According to the log review, someone activated the ventilator's alarm audio pause prior to the circuit disconnect alarm.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.